Manufacturer narrative:
Additional product code ktt. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported the inner part of the screw of the steril-tube got stuck in the outer part during the procedure. No information is known on patient status or surgical delay. This is report 2 of 2 for (B)(4). This complaint is linked to (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: sterile part part: 412.121ts lot: 6l34107 manufacturing site: selzach supplier: früh verpackungstechnik ag release to warehouse date: (B)(6) 2019 expiry date: (B)(6) 2024 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Non-sterile part: 412,121 lot: 6l02372 manufacturing site: grenchen release to warehouse date: (B)(6) 2019 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the part was received in an already opened condition. Otherwise, the part is in a good condition. Furthermore, there are no signs of a foreign substance. Summary: further investigation has shown that this production lot is part of the a CAPA (corrective and preventive action), non-conformity, field safety notice and stop shipment. The root cause was identified during the performed CAPA evaluation (inadequately defined design of the inner tube & inner cap). All further investigations and actions will be documented within the CAPA and hence the in the investigation flow listed remaining investigation steps are not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.